Event description:
Medtronic recieved information that a ped2 pipeline failed to open in the middle section. Device opened very nicely distally, as we came to to first turn the device stopped opening. As it came through the turn the device started to open again. Very acute turn, device looked to be twisting. The middle of the pipeline was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was reached less than or equal to 2 times. No other steps were taken to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared according to the instructions for use (IFU). The device was being used for a cervical carotid dissection aneurysm which is in indication that is not approved. The second device used did not have the same issue. The patient was being treated for an unruptured, fusiform aneurysm in the cervical carotid location. The max diameter was 5mm and the neck diameter was 7mm. The distal landing zone was 4.79mm and the proximal landing zone was 5mm. Vessel tortuosity was severe. The patient was not affected in a negative way.  Ancillary devices: penumbra benchmark 95cm guide catheter, medtronic phenom plus 120cm intermediate catheter, medtronic phenom 27 150 cm microcatheter, stryker synchro2 200 cm guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.